Event description:
In 1/31/06, the physician successfully implanted a gore thoracic endoprosthesis for the treatment of the thoracic aortic dissection. The patient later began to develop left arm pain. A follow-up scan revealed an invagination of the implanted device. On 02/21/06, the palmaz stent to successfully open the invaginated device. The pateint's condition was stable following the procedure. A week post re-intervention the device remained open. The patient was discharged from the hospital.